Event description:
Event description guidant received information that a shorted shock lead fault message was received upon interrogation of this cardiac resynchronization therapy defibrillator (crt-d).